Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) stored non-sustained ventricular tachycardia (vt) episodes due to noise on the ventricular channel. Review of the stored electrogram strips showed pacing was inhibited due to oversensed noise.